Event description:
When a pt pulled his IV apart, a nurse donned latex gloves and held pressure to stop the bleeding. Later, when she removed her gloves, she noted a hole in the gloves. The pt involved had hepatitis c. This incident caused great concern about safety and the potential for spread of disease from pt to employee. Samples or lot number were not noted at the time.